Event description:
It was reported that when you push the button to raise the vertical column on the 9800 sys, it gets stuck and there is a delay in going down. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the 24v power supply. The sys was tested and found to be working as intended and placed back into svc.